Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. D9 date device returned ¿ correction. G3: date received by manufacturer ¿ correction. G6 type of report ¿ additional information. H2: additional information/device evaluation information/correction. H3a: device evaluated by manufacturer ¿ additional information. H3b: evaluation included - additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information. H10 corrected data.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Performance data was reviewed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that a signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth was performed and failed. Performance data was reviewed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).